Manufacturer narrative:
Correction: section d6 - device available for evaluation should have been yes rather than no. Correction: section d6 - date returned to manufacturer should have been apr 6, 2023 rather than blank. This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (b) passed the functional test. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01165. It was reported that the patient's migrated. As a result, the patient lost effective therapy. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was established postoperatively.